Event description:
Healthcare professional reported right side deflation and implant removal due to exchange from textured to smooth implants due to the patient's concern with the product. Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.